Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated by the service technician through functional evaluation, but was found possibly attributable to worn rotor bearings. Upon disassembly, the technician found the rotor bearings were worn.

Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.